Event description:
Pt underwent right mod radical mastectomy and placement of tissue expander on 3/2/95. On 5/4, pt was "hugged" by a friend and noted immediate change in the quality of tissue expander with softness. Pt noted gradual decrease in the volume and attempts to reinflate were not successful. Device was removed on 5/16/95 and replaced.